Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that the physician has opted to watch daily impedances to see if there will be a recurrence, if so, further testing will be performed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. No adverse patient effects were reported. No further information has been made available at this time.